Event description:
During insertion and removal, in left femoral artery, of central line the guidewire unravelled and remained partially inside pt, rendering the line useless. The device was removed and another placed in the right femoral artery. The insertion of the new device on the right femoral proceeded without incident and was successful.